Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8870, product type: software. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml unknown baclofen at a dose of 80 mcg/day via an implantable pump for intractable spasticity. The patient was receiving 2000 mcg/ml gablofen at a dose of 100 mcg/day previously. It was reported that the patient recently had a pump and catheter replaced. The patient was started at 100 mcg/day and it was found that the dose was too high. The drug was changed from 2000 mcg/ml to 500 mcg/ml. The pump was programmed to a dose of 80 mcg/day. The hcp did not do a bridge and the flow rate was calculated to be 320 mcg/day. The patient was now too loose and they wanted to know how long the patient would be receiving the higher dose. The length of time was calculated to be 2.675 to 3.2375 days with the catheter volume of 0.299. The patient may come back in and they may do a removing system contents procedure. However, the representative was not sure at this point. The event date for the drug changed in the pump, but the bridge bolus was not programmed and the patient became too loose was stated as (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
Product ID 8870 lot# serial# unknown implanted: explanted: product type software is no longer applicable for reporting. Additional review of this MDR determined that there is no information to reasonably suggest that the product 8870 in this report may have caused or contributed to the patient serious injury. Therefore, this product (8870) no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jul-26. The patient started feeling symptoms of overdose late (B)(6). The overdose did not occur within 24 hours at the implant. The hcp changed the concentration of the drug in the pump from 2000 to 500, but did not do a bridge bolus, which is what caused the symptoms of overdose. The representative did not have the serial number of the programmer. The patient was brought in on (B)(6) and his catheter was aspirated of the 2000 concentration and re-primed with 500 concentration. The patient resolved the overdose symptoms by the next day, (B)(6). The patient¿s dose was set at 70 ug per day and he was doing very well. The representative did not have the patient¿s weight. It was stated that the information was confirmed with the hcp and the hcp was aware of what occurred and why. There were no further complications reported or anticipated.